Event description:
New information received stated that the patient experienced a vibratory alert on (B)(6) 2020 and presented to the emergency room. Upon examination, it was noted that the atrial lead exhibited an alert for low lead impedance that was trending around 200 ohms. The physician elected to lower impedance alert threshold to avoid the vibratory alert and turned off the low frequency attenuation filter. The atrial lead sensitivity was not adjusted as the patient may need it in case of an atrial fibrillation episode. The pulse generator was programmed to pace at ddd at 60 beats per minute in which the patient only required 1% pacing. No patient symptoms were noted as a result of the lead anomaly. The physician elected to continue to monitor the lead noise regularly and instructed the patient to keep up with their medication. No further incident was noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2020 via merlin.net transmission. The transmission showed episodes of non-sustained ventricular oversensing, atrial lead noise, and far p wave oversensing on the ventricular channel during atrial paced events. Lead damage was suspected but not confirmed. A lead replacement was recommended. No patient symptoms were reported. Related manufacturer reference number: 2017865-2020-18935.